Event description:
According to the reporter, during a laparoscopic chole, the unit¿s seal was damaged and the scope wouldn't cleanly pass through the trocars. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned products noted; trocar, cannula and circular seal appeared intact. The obturator was not received. Pmv performed functional testing: the ports passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.